Manufacturer narrative:
No button error alarm noted. However, actand esc buttons did not respond due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error. Customer stated esc and alt buttons were not working even if batteries were replaced. Customer's blood glucose was 300 mg/dl. Customer also reported the possibility of pressing one of the buttons too long. Customer treated high blood glucose with manual injection. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.